Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. The reporter alleged there was moisture in the ir window of the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, no moisture was observed in the ir window. A leak test was performed and leaks were identified at cracks in the pump casing between the case seal and keypad. The pump cover was removed and no moisture was observed. The original complaint of moisture ingress in the ir window could not be duplicated.